Manufacturer narrative:
Voluntary medwatch number: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instruction for use (IFU) states that the angio-seal should be kept away from sunlight, including uv light.

Event description:
The 6f angio-seal device locator and sheath assembly were inserted into the patient and the physician decided to abort the use of the device. Upon removal of the device assembly, the sheath broke off and remained inside of the artery. A cut down was performed to retrieve the remaining piece of the device and hemostasis was achieved with a surgical closure. The device was stored in a pyxis.